Event description:
The tube detached from the sensor housing. The pt bled out and needed a blood transfusion.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually inspected the returned sample and confirmed the tubing was detached from the septum housing. The device history was reviewed for the reported lot numbers and no irregularities were noted during the lot's MFR. Conclusions - the engineer concluded that the potential root cause could be due to way the user manipulated the bonding joint during blood sampling. (B)(4).